Manufacturer narrative:
Customer evaluated device.

Event description:
It was reported to philips that the heartstart mrx defibrillator etco2 transducer did not work. There was no patient involvement.